Manufacturer narrative:
UDI - (B)(4). The certas tool kit was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported it was not possible to set the pressure with the certas tool kit . No patient contact/injury reported and the event did not lead to surgical delay.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: external and internal damage was noted. The unit did not pass testing in both the vertical and horizontal orientations. Based on the analysis conducted, the complaint could be confirmed. Root cause: through disassembly of the unit returned that there was internal damage to the indicator pins. Based on the indicator pins and the external damage on the unit, the supplier determined that the likely root cause of the failure was dropping of the unit.

Event description:
N/a.